Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the centrimag system stopping unexpectedly was not confirmed. The centrimag motor (serial number unknown) was not returned for analysis, and no log files were provided. Available information for this event indicates that the motor was not exchanged, that the issue resolved, and that no adverse patient consequences occurred as a result of the event. The root cause of the reported event was unable to be conclusively determined through this analysis. The serial number of the motor was not provided. The 2nd generation centrimag system operating manual (rev. M) section 4 "warnings and precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." No further information was provided. The manufacturer is closing the file on this event.

Event description:
The consoles and motors would not be returned for investigation. It was discovered that battery maintenance and battery replacement had not been completed in over 2 years. Maintenance and battery change out completed and devices were functioning as intended per clinicians. It was unknown what specific motors were in use at the time.

Event description:
It was reported that the clinician noted that they had two centrimag consoles that stopped working while a patient was being supported. The patient was placed on another centrimag console and was now safely on support. A reason for the two console failures weren't identified but were likely due to the battery age being greater than 2 years ago and/or the last battery maintenance being greater than 6 months ago. No other equipment was exchanged. There were no patient adverse events. Log files weren't available. The patient was stable in the intensive care unit with no long plan term determined.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.